Manufacturer narrative:
The device was returned to resmed and the reported issue was found during investigation. Further investigation confirmed that the alarm activation was a false activation due to a software error. The customer was issued with a replacement device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that during investigation of an astral device, a battery communication error message was found in the device data logs. There was no patient harm or serious injury reported as a result of this incident.